Event description:
Pt. On IV pca dilaudid at 7mg/hr continuously due to comfort care. He was also ordered 0.2 mg with 8 min lockout demand (but not using it due to being obtunded). A new 250 ml bag hung around midnight per protocol. Reviewed pump reports, charted delivery history then cleared per protocol. Next, the pump was stopped, strolled down to change the reservoir, entered security code, and entered 245 ml. The info was reviewed by primary rn and nurse a, rn. Pca pump restarted. Dual sign off completed. The pump did not alarm until seven hours after bag change, stating the reservoir volume was low. When looking at the bag, it appeared full. The pump read "running" and the green light was flashing. I reset the reservoir to 220 ml at that time. All clamps were open on IV patent. Pca tubing connected directly to patient & rest of drips (ns & IV ativan drip) piggybacked in and infusing without difficulty. When giving handoff report to nurse b, on-coming, rn, it was noted that the pump was programmed correctly, was running & tubing patent. During our report, pump was reading pt was receiving medication but when we did a waste, there was 250 ml still in the bag. Biomed was notified and is currently running a 3 day test to verify accuracy of the pump. Manufacturer response: for pca pump, (brand not provided) (per site reporter). They want biomed to run a 3 day test to see if the pump delivers the correct amount. The biomed shop is currently in day 1 of the test.